Manufacturer narrative:
E1 initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not register when the door was closed and repeatedly displayed a message to close the door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "close door" was not reproduced. A review of the event history log revealed "shut door - power off " messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a malfunctioning upper auxiliary. The upper auxiliary requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.